Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this patient experienced a syncopal episode. The cause of the syncope was unknown as the patient only required ventricular pacing 1% of the time.